Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) grade 4+ with enlarged atrium and small anterior and posterior prolapse (a3/p2, p3). It was indicated that the clip introducer was difficult to insert over the clip. The clip arms were closed tightly, and the clip was able to pass through the clip introducer. Resistance was met when inserting the clip delivery system into the steerable guide catheter (sgc) and keying the devices but was successful. When straddle was achieved in the left atrium and m knob was used, the clip went the wrong direction. It was decided to remove the clip; however, during removal, the clip made contact with the tip of the sgc. The clip arms were closed tightly, and the clip was carefully removed from the sgc. A replacement xtw clip was used to complete the procedure. One clip was implanted a2/p2 central, reducing mr to grade 1+. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported unintended movement associated with a sleeve steering issue and difficult cds insertion into the sgc could not be determined. The reported difficult to insert the clip into the clip introducer (ci) and difficult to remove the cds from the sgc appears to be related to user technique/procedural conditions as upon closing the clip further, the clip was able to pass through the ci during clip insertion into the ci and clip was able to be removed from the sgc during cds removal. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.